Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer treated the low readings by eating. The customer was told by his endocrinologist that he needs to get a meter to hook up with his pump. The customer's last reading was 57 mg/dl and it has been normal. The customer declined to troubleshoot for the pump. The customer will work with his health care provider regarding the settings.